Event description:
Additional information was received: the procedure was in the right common femoral vein. No femoral angiogram was taken. Reportedly the complaint device will not be returned for analysis; however, an additional proglide device was received. Follow-up with the account reported that it is from the same procedure. The proglide that was received had no blood in or on the device. Only the footplate was opened. Although the lever was opened causing the link to be loose, there are no signs that this device was used in the patient; therefore, no patient involvement. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported complaint and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide referenced in b5 is filed under a separate medwatch report number.d9: h3: it was originally reported the device will be returned; however, additional information was provided stating that the device will not be returned.

Event description:
It was reported that after the proglide was removed from the sterilization bag, the marker marker lumen was flushed with saline. Subsequently, when the proglide attempted to be inserted over the wire, it was found that the foot had already been deployed. A new proglide was used to achieve hemostasis. The physician commented that it was unknown whether the foot was originally deployed or the lever was touched during preparation. There was no adverse patient sequela and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.